Manufacturer narrative:
Date sent to the FDA: 12/5/2008. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch mfg records was conducted and the batch met all finished goods release criteria.